Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "leak at the connection of one tubing near the drain bag" (fluid leak). The pharmacist reports that when they put the cassette in the system for the priming test, there was a leak at the connection of one tubing near the drain bag. They took a stand-alone cassette and there was no other problem. There was no impact on the pt and no delay. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplement MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).